Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message during the load process. Reportedly, there was approximately 250 units of insulin in the cartridge. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully and resumed insulin delivery.